Event description:
During follow-up, premature battery depletion was observed on the device. The issue will be resolved by explanting and replacing the device. The patient was in stable condition and experienced no adverse health consequences.

Event description:
During follow-up, premature battery depletion was observed on the device. The issue was resolved by explanting and replacing the device. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
The reported event of early battery depletion was not confirmed. As received, the device turned into backup operation mode due to cold temperature exposure post explant. After recovering the device from backup operation, the battery was confirmed to have reached elective-replacement level (eri) as expected due to normal usage. Electrical and mechanical test results indicated normal functionality. The device was implanted for 8.59 years, which exceeded the 8.41 years projected longevity and is considered normal battery depletion.